Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ems call and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had ems(emergency medical services) called due to having hypoglycemia. The patient's blood glucose levels are unknown while wearing the pod for an unknown amount of time.